Event description:
The user reported the roller pump skips. No details regarding the nature of the event were provided. The biomedical engineer that reported the event could not obtain further details. There was no reported adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.